Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes, chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported on wednesday night, that the patient went to bed around 9:00 pm and then 9 units of insulin were delivered around 10:30-11:00 pm. At 1:30 am, patient's girlfriend attempted to wake him but he was non-responsive. His blood glucose (bg) was down to 30 mg/dl. She attempted to give oral treatment for the low bg but patient did not wake up to drink when a straw was put in his mouth. Patient's girlfriend gave a glucose injection and then 10-15 minutes later she called 911 and gave another glucose injection. He finally woke up after that and was able to start eating. Emts (emergency medical technicians) arrived. No further information could be obtained, as customer said he did not have more time to talk.